Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the up arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The up arrow and down arrow keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed a dim, faded, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.